Event description:
Per the clinic, the patient experienced skin overgrowth over the abutment site. Subsequently, the patient was placed under general anesthesia on (B)(6) 2023 in order to remove the abutment.